Manufacturer narrative:
It was reported that the next day after stent placement, the stent was moved towards the stomach, and the stent edge on the bile duct side was dropped from the bile duct wall. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Based on the description "the stent was placed in hgs and then the physician had a little feeling of the stent coming off" and "in the next day, the stent was moved towards the stomach", it is assumed that the stent migration occurred due to the angle of stent placement and condition of patient lesion etc. However, it is hard to identify the exact root cause since the device was not returned, and the information such as photo was not provided and it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that, "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: migration." This suspected device is not registered in the u.s., but we will continuously monitor the same, or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2020, the stent was placed in hgs and then the physician had a little feeling of the stent coming off, but the procedure was finished. On (B)(6) 2020, when seeing the stent placed part by scope for the purpose of additional stent placement, the stent was moved towards the stomach, and the stent edge on the bile duct side was dropped from the bile duct wall, and emergency surgery was performed. Remains were removed, and tube was placed to finish the procedure during the emergency surgery. There were no patient complications as a result of this event.